Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device was able to confirm the reported allegation of fiber stopped working. Examination of the fiber identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge; which likely resulted in the reported issue that the fiber stopped working. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted did not show any breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber worked for 1 second. A second fiber was used to complete the procedure. Analysis of the returned device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.